Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff found that the tip of the neuron max 6f 088 long sheath (neuron max) was damaged upon removal from the packaging. The damage to the neuron max was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using another neuron max.

Manufacturer narrative:
Results: the neuron max was damaged at the distal tip. Conclusions: evaluation of the returned neuron max revealed damage to the distal atraumatic tip. If the packaging mandrel becomes unsecured from the packaging card during removal of the device, it may pin the distal tip of the catheter between the packaging mandrel and packaging tube. If the neuron max is forcefully retracted against this resistance, the distal atraumatic tip will likely become damaged. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.